Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the setscrew was backed out too far. The setscrew was also cross threaded and unable to be tightened down.

Event description:
Additional information was received which reported that the 'backed out' screw method was attempted since the lead could not be screwed into the implantable neurostimulator (ins) as previously reported. Impedances were 'bad' and an attempt was made to re-run with impedance set at 2v. The ins battery ran out and was replaced.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that it had not been possible to insert a lead into header block during a surgery. During the procedure, the existing lead was cleaned off and inserted into a new implantable neurostimulator (ins). The impedances were "all black lines," so the lead was not screwed in place. It was stated that the lead had been cleaned and reinserted into ins, but after taking the lead in and out 2-3 times, "it almost looked like something was stuck in the hole and the screw wouldn't even catch." It was believed that the impedances had been >4000 ohms at the time. In the end, a new lead with a second ins were put in. After these replacements, the issue was resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.